Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and motor tests. No prime/fill anomaly or motor error alarm was noted during testing. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm was noted. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that they were on the way to hospital. Customer was in diabetic ketoacidosis and blood glucose was 598 mg/dl. Device alarmed motor error alarms and was unable to prime. During troubleshooting, device was able to prime. Customer mentioned the device was unable to exit the preparing to prime loop. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.